Event description:
In response to the FDA public health notice, radioactivity protection devices, facility located two leaded aprons containing contaminated materials. These aprons were obtained from burlington medical supplies inc, in massachusetts in february. Two of three pediatric aprons purchased in the order were found to be contaminated.